Event description:
Prodisc-c implanted at c5-c6 on (B)(6) 2011. Patient complained of postop pain. On follow up visit surgeon noted that pdc was placed too far posteriorly. Instability was noted at c5-c6 on flexion/extension views. Also noted was disc herniation at c6-c7. Surgeon revised patient on (B)(6) 2011. Pdc at c5-c6 was removed and a discectomy was performed at c6-c7 in order to address the herniation. Allograft spacers were placed at c5-c6 and c6-c7 and both levels plated for fusion. Additional information provided by surgeon indicated that the implant was not placed too far posteriorly. Patient symptoms progressed after implant removal and fusion. Additional information indicates that two prodisc-c implants were implanted, however, the condition of the 2nd prodisc-c implant indicated is unknown at present.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is ongoing; no conclusion can be drawn as no device was returned. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event. Review of the manufacturing records has been requested.

Event description:
This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: the information available for this complaint is conflicting. The complaint information originally provided by the consultant indicates that only one prodisc-c was implanted at c5-c6 and that a disc herniation was observed at c6-c7. The information provided by the surgeon seems to indicate that two prodisc-c were implanted in total between c5-c7. But if a prodisc-c was implanted at c6-c7, there could not have been a disc herniation at that level as mentioned in the complaint description. The fact that only one prodisc-c device was returned for evaluation seems to further indicate that only one device was implanted. The second point of confusion is whether or not the prodisc-c device at c5-c6 was implanted too far posterior. Information received from the surgeon indicated that this was not the case. Since the consultant is not with the company anymore and several attempts to get further clarification from the hospital or surgeon were unsuccessful, a second pd evaluation was opened to cover the second possible scenario that two prodisc-c devices were implanted between c5-c7 and that none of them were placed too far posterior. If assuming that this was a 2 level case (c5-c7), then the prodisc-c was used off-label since the prodisc-c is only indicated for one level. The safety and effectiveness of this device has not been proven in a multi-level application. Furthermore, there is a statement in the precautions section that speaks to more than one level requiring treatment. This is clearly stated in the prodisc-c technique guide. Instability was noted at c5-c6 on flexion/extension views based on the complaints description. Since no failure of the one returned prodisc-c device could be identified, patient selection could have played a role. Patient exclusion criteria (contraindications) are listed and include among others: patient selection could have played a role in this case and cannot be ruled out based on the materials and information available at the time of this evaluation. More than one vertebral level requiring treatment marked cervical instability on resting lateral or flexion/extension radiographs: translation greater than 3 mm and/or greater than 11 degrees of rotational difference to that of either adjacent level. Severe spondylosis at the level to be treated. Removing the diseased disc is supposed to remove the source of the patient¿s pain. Since the patient continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been through enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. Patient selection could also have played a role. If the source of the pain was unknown at the time of surgery, then the prodisc-c implant may not have treated the source of the problem at the time of implantation. Under the precautions section in the technique guide, it cautions that the safety and effectiveness have not been established in patients with neck or arm pain of unknown etiology. Myelopathy or pain is also listed as one of the several potential risks associated with this device and in general with the implantation of spinal implants. The design and risk assessment was reviewed and was found to be adequate for the intended use. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records and raw material was reviewed and all met specifications at the time of release to warehouse. The device has not been returned for further evaluation.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was returned for evaluation. Surgeon reported that patient was implanted with prodisc-c implant at 2 levels - c5-c6 and c6-c7. Only 1 of the 2 implants were returned for investigation. The implant documented on this medwatch was returned for investigation - c6-c7 (part # 09.820,035s, lot # 6409593). Device was evaluated by exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay and inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surfaces of the endplates showed remnants of bone. The endplates had evidence of impingement damage. Mating marks consistent with impingement were observed on the superior and inferior endplates. Machining marks were observed on the backside surface and perimeter of the polyethylene inlay. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. Additionally, the articulating surface had evidence of plastic deformation. Product development evaluated the exponent report with the following results: based on all the information available for this complaint it is not 100% clear if one or two prodisc-c devices were involved. Information provided by the surgeon seems to indicate that two devices might be involved. However, only one device was returned for evaluation, which correlates with the complaint description above. The exponent report and this review are therefore limited to this device only. Conclusions from review of exponent report related to the complaint: there is no evidence of device failure or mal-function that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on both endplates including the coating and the pe inlay consistent with surgical removal. There are signs of impingement between the superior and inferior components. The risks of impingement are covered in the prodisc-c implant risk analysis. No new risks, user needs, or updates to the product development evaluation for this complaint have been identified as a result of the condition of the device. As such no further action is required. Placeholder.